Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended however not completed. The replacement interval was communicated at approximately two months, at which time the device should either be explanted or another longevity assessment completed. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additionally, device history was reviewed for oversensing, noise and inappropriate shock therapy. An in office evaluation was recommended to assess sensing performance and determine potential root causes. It was later communicated the patient elected to not patriciate in device replacement, thus it was discussed turning the device off due to changing patient requirements for therapy. Subsequent information has communicated the device has since been explanted and replaced with another boston scientific device of same model type. The explanted unit was returned for a stat analysis; no procedural adverse effects were reported.

Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended however not completed. The replacement interval was communicated at approximately two months, at which time the device should either be explanted or another longevity assessment completed. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additionally, device history was reviewed for oversensing, noise and inappropriate shock therapy. An in office evaluation was recommended to assess sensing performance and determine potential root causes. It was later communicated the patient elected to not participate in device replacement, thus it was discussed turning the device off at this time due to changing patient requirements for therapy.